Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adapter of the t-set was unable to connect with the titanium adapter, and the patient's adapter was rotated while it was being connected with titanium adapter. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received with an original cap on the uv spike connector and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing was performed. Integrity of seal surface testing was performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.